Event description:
(B)(4). 1st noticed hirsutism; severe menorrhagia; cystic acne; fibroids; vitamin b12 deficiency; vitamin d deficiency; extremely low ferritin; periodic leg movement syndrome, which may or may not be caused by the low ferritin, tests are scheduled; extreme fatigue; repeat utis and bladder infections; back pain; night sweats; brain fog; stomach swelling (I look like I am pregnant but I am not); pains in pelvic area; loss of libido; enlarged uterus.

Event description:
(B)(4). This update is to add that I requested and received my hysterosalpingogram, hsg, records last week. It was immediately apparent that the right essure coil had either stretched at the proximal tip and the coil had split. Or the proximal tip had broken off. No one told me that both coils were grade 3, only that both of my fallopian tubes were occluded. In addition, I am changing my cystic acne side effect submitted previously to bartholin cysts. These cysts are always painful, contrary to what (B)(6) states. Since my hysterectomy, some of my side effects have disappeared. My low vitamin b and low ferritin improved considerably. Unfortunately, the plms, periodic limb movement syndrome, has not. Without medication, I am unable to always formulate a sentence by 10 a.m. My memory and my thinking skills have suffered. I have two master's degrees and was fluent in chinese. For me to be unable to start a 10 word sentence and be unable to finish it or to remember the date of my children's birthdays' is, of course, extremely upsetting, but also an indication of how much I have deteriorated. I am facing a future of unemployment due to my chronic pain and my diminished mental and physical capacities. I cannot imagine a job that permits me to sit down, work only a few hours in the morning for 4 mornings a week, so that I can have a no-medicine day, per doctor's orders, grants me the flexibility to visit the doctors I need to, also during the morning because I am exhausted in the afternoon, and pays enough to cover taxes and child care. Words don't really convey how essure has destroyed my health and therefore my career, finances, social life and placed a great deal of stress on my marriage.

Event description:
(B)(4). Update to add that I have seen a primary care physician, neurologist, sleep neurologist, rheumatologist, endocrinologist, gastroenterologist, and allergist. I have been diagnosed with chronic fatigue syndrome, menopause (at (B)(6)) and raynaud's syndrome, since my previous update. These diagnoses are acknowledgments that something is clearly wrong, but do not address the cause of why my body is slowly deteriorating. I am now researching how to apply to the (B)(6) clinic and whether my health insurance will cover it. My health issues, not stated before, include: sensitivity to light/touch/sound/smell, increasing headaches, sun sensitivity: sunburn easily, when I become overwhelmingly tired, which is happening earlier in the day, my voice noticeably deepens; I have greater memory lapses than before; I experience increased difficulty completing a 10-word sentence; I have difficulty speaking: I have told my children to change your teeth and brush your clothes; it feels like my right leg is swimming through water and it is challenging to walk. My hand tremors have increased. My bobble headedness is increasing in severity and frequency. I no longer shower without my husband in the house, so that if I should pass out ; I will have a responsible adult nearby. My teeth are chipping. Despite the 13 different medicines and/or supplements I take, over 30 different pills daily, I continuously feel like my body is slowly dying. All of this means that I can't drive, work, socialize, run errands, cook or be a productive member of society. I am researching how to apply for disability for my chronic fatigue syndrome. I was healthy before having essure implanted. Now, I am facing a life of chronic pain, smaller and smaller abilities and an ever decreasing quality of life. I am one of thousands of women filing similar, documented and independently verifiable complaints. All because of essure.

Event description:
(B)(4). This is an updated list of my adverse side effects that are new since essure was implanted: menorrhagia and extremely heavy menstrual cycle: so heavy that I calculated I was losing 5% of my blood in 7 hours. And the blood flow of my periods were increasing monthly. I was unable to leave the house during those 7 hours. There were blood clots: the width and length of my thumb. I never had any clots before essure. Dysmenorrhea - and the severe pain to go with the above. The cramps were so severe that I feared I had reherniated my l5-s1 disc. The pain was so severe it felt like what I imagine being skinned alive,-literally, feels like. The passing of the clots felt like my earlier miscarriage. Needless to say, being reminded of my miscarriage, repeatedly, every month was extremely upsetting. L5-s1 herniated disc. Severe abdominal distension: this was a sudden occurrence and it did not matter what I ate or drank, or didn't; I continued to swell daily, regardless. It necessitated a trip to the emergency room it appeared so suddenly and was so uncomfortable. No immediate cause was found. Digestion issues that accompany the abdominal distension (these were new and I did a complete elimination diet in (B)(6) 2014). The digestion issues and abdominal distension caused me to lose 10 pounds in one month. Unexplained bruising. Vitamin b12 deficiency. Vitamin d deficiency. Low ferritin. Plms, periodic limb movement syndrome, which is most likely caused by the low ferritin and it is too early to determine. Severe fatigue: by 5 pm I was unable to formulate sentences. Acne. Cystic acne. Hair loss on head. Dark hair growth on face. Headaches. Repeat uti's. Uterine fibroids. Bacterial vaginosis. Discharge. Hot flashes. Excessive sweating: I used prescription-strength anti-sweat topical medication. Constant feeling of a low-grade fever. Incontinence when sneezing. Weight gain despite no change in lifestyle, diet or exercise. Organ removal: hysterectomy. Adenomyosis: the official diagnosis for my hysterectomy. Since my hysterectomy 5 weeks ago, most of my side effects have disappeared. I am having blood work done in a month to determine if my low vitamin b, low vitamin d and low ferritin are improving. My digestion issues have disappeared. The abdominal distension is gradually decreasing. My hair is no longer falling out by the handful every day and I see new hair growing in. The acne is disappearing. Because essure forced me to have organs removed, I no longer have menorrhagia, dysmenorrhea, repeat uti's, uterine fibroids, bacterial vaginosis, discharge, hot flashes, excessive sweating, constant feeling of a low-grade fever, incontinence when sneezing. In addition, I have more energy, feel more mentally alert and feel better physically. I no longer feel like I am running a constant low-grade fever.